Event description:
It was reported the valve was implanted in 2008 and echoes conducted three months later and in 2009 showed everything was okay. Approximately ten months postoperatively, the patient was not feeling well and presented to the hospital. Another echo was conducted which revealed stenosis of the valve. The following month, re-operation was performed where thrombus was removed. The thrombus filled the valve leaflets. The valve remained implanted. The tissue that was removed was confirmed to be thrombus by histologic examination. The patient was reported to be dependent on drugs.